Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The physician broke the handle which was unsuccessful in releasing the clip from the catheter. The clip was successfully deployed by moving the scope proximal of the stem. The procedure was completed with original device. There were no patient complications reported as a result of this event.